Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 167, 48 and 155mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-100mg/dl and expected non-fasting blood glucose test result range is 140-150mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she had obtained the result of 48mg/dl she had been feeling a bit shaky and drank some orange juice. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. Customer has no test strips available for testing but advised she stores them correctly in her bedroom. Customer was unable to provide lot information. The meter memory was reviewed for previous test result history: result 1: 167 mg/dl, date: (B)(6) 2022, time: 9:00 am, fasting. Result 2: 48 mg/dl, date: (B)(6) 2022, time: 8:00 am, fasting. Result 3: 123 mg/dl, date: (B)(6) 2022, time: n/a, non-fasting. Result 4: 155 mg/dl, date: (B)(6) 2022, time: n/a, fasting. Result 5: n/a.